Manufacturer narrative:
Device was used for treatment, not diagnosis. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that black grease was coming from the sagittal saw attachment device. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned surgical procedure due to the event, or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The sagittal saw attachment device was evaluated and the reported condition that there was black grease coming out of it was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the attachment was not oscillating. It was further observed that there was excessive corrosion on the needle bearings, the attachment had an unknown liquid inside, but was not ¿coming out¿ of the device as it was contained inside the device, and the seals and bearings were worn. The assignable root cause of these conditions were determined to be due to improper cleaning, which is user error/misuse/abuse, and wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.